Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy. The customer was given instructions on putting the pump in storage mode, returning the malfunctioning unit within 10 days, and setting up the replacement pump upon receipt.